Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 5/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2267 while using the homechoice (hc) during therapy in dwell cycle 5 of 5. (B)(4) had the patient cycle power and explained that the error indicated that air had gotten into the disposable set. The patient elected to discard the supplies and finish therapy manually. The patient could not find an obvious cause of the error. The heater bag line did have a kink. The patient elected to contact their dialysis nurse. No injury or medical intervention was reported.